Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) was not confirmed; however, per the complaint information the cause of the se 2267 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2267 alarm that appeared on the homechoice (hc) display during fill 1. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine to clear the alarm. The tsr then explained that the hp will need to start over with new supplies. The hp wants to finish with manual supplies. The tsr advised the hp to call the nurse in the next 24 hours and let her know what happened. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the patient stated that nothing was noticed with the supplies. Therapy was now going fine.